Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a gastric endoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the clip failed to release from the catheter, and the handle broke after multiple attempts. Wire cutters were used to release the clip from the catheter, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.